Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older.

Event description:
It was reported a dissection occurred. The 80% stenosed lesion was located in the non-tortuous and severely calcified right coronary (rca) artery. Following predilation, a 4.0 x 16 promus elite drug-eluting stent was implanted in the rca and caused a dissection. Another stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.